Event description:
A male patient had two cypher stentsimplanted for angina in the rca. Total stent length was 40mm. 130 days later, the patient had occlusive in-stent thrombosis and had sudden cardiac death (scd).